Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Date of event is an approximation. The patient's mother reported that the patient experienced inaccurate continuous glucose monitoring system (cgm) values which occurred 4 days after the sensor had been inserted in the abdomen. According to the reporter, around (B)(6) 2024, the patient suffered from diabetic ketoacidosis and had to be taken to the hospital. At some point during the incident, the patient's blood glucose value was measured and read approximately 370 mg/dl, while the dexcom cgm displayed around low (less than 40 mg/dl) in comparison. In the emergency room, the patient received insulin therapy and was treated with intravenous fluids. He was in good condition at the time of contact. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.